Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: brand name: heartware ventricular assist system ¿ outflow graft. Outflow graft / 17106950-0754/ model #: 1125 / expiration date: 2023-01-31, (B)(4). Device available for evaluation? No. Mfg date: 2018-01-01. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient¿s condition declined post vad implant and was on extracorporeal membrane oxygenation (ECMO) and a balloon pump. A temporary right vad was placed as well as chest tubes, which were not clearing so the physician cannulated 5-8 liters of blood through the chest. The patient¿s blood pressure dropped severely with suspected tamponade, and chest compressions were initiated. After compressions, the pump was not showing any flow and the patient was taken back to the operating room as the surgeon suspected a pump thrombosis or outflow graft issue due to the chest compressions. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one (1) hvad pump and one (1) outflow graft were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available for analysis. As a result, the reported "pump was not showing any flow" event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "pump was not showing any flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient expired as a result of this event and the pump was removed.